Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the front panel was blinking, and it was determined that it was due to a malfunction of the filter turret and mesh turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided on the supplemental report. The following sections were corrected: h10: the correct statements should state the following in the second paragraph as: "based on the results of the legal manufacturer's investigation the ¿actuation of emergency light¿ of the indicated phenomenon was not reproduced. It was not possible to determine whether the phenomenon indicated occurred due to the failure of the device. The lamp has been turned off nine times and three ignition errors have been confirmed.¿

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. In addition, it was found that the output socket was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp worked. There was no report of patient injury associated with the event.